Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site is having issue tightening the vertek arm of the system. No patient present.